Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
After multiple attempts, the device was not located for return. An event regarding an assembly issue involving a triathlon total knee system offset adapter 2mm was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. -complaint history review indicated that there were no similar reported complaints for the reported lot number. Conclusions: the exact cause of the event could not be determined because the subject device was not returned for review. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device and / or additional information become available, this investigation will be reopened. Not returned.

Event description:
Opened a 2mm offset adapter for use in a non-stryker to stryker knee revision. When trying to assemble the femoral implant, doctor was unable to loosen the jam nut on the offset adapter. Attempted several times to loosen with wrench, but was unable to. Another 2mm offset adapter was opened, it assembled onto femoral component with no problem.

Event description:
Opened a 2mm offset adapter for use in a non-stryker to stryker knee revision. When trying to assemble the femoral implant, doctor was unable to loosen the jam nut on the offset adapter. Attempted several times to loosen with wrench, but was unable to. Another 2mm offset adapter was opened, it assembled onto femoral component with no problem.